Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified debris visually consistent with hair. The packaging has been opened and was returned opened, therefore, the origin of the debris cannot be confirmed. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, when the tibial insert packaging was opened, a hair was found on the implant. Attempts to obtain additional information have been made; however, no more is available.